Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that during treatment with two units of polyflux 170h, an internal blood leak was observed. The user replaced the product, and a new product was used to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information provided.

Manufacturer narrative:
Additional information: h6 and h10. The actual devices were not available; however, 8 photographs of the samples were provided for evaluation. Both sample pictures showed that blood on the dialysate side was visible. The first sample picture showed that blood in the header and membrane area. The second sample picture showed blood in the header area, upper membrane area and inside the dialysate port. The reported condition was verified. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.